Event description:
It was reported that the home patient (hp) had a system error 2240 (air in tubing) on the homechoice (hc) during the initial drain while the hp was connected. The registered nurse (rn) stated that the air that was causing the alarm was coming from the hp?s abdomen because the patient line was fully primed prior to connecting the hp. The technical service representative (tsr) assisted the rn with clearing the alarm by cycling the power. The tsr advised the hp to disconnect from the hc using aseptic technique and remove the cassette. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.